Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. A66675) for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, migraine, pre-menstrual tension syndrome, hemorrhoids, dysmenorrhea and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2626 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial coronectomy, da vinci platform.). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020. Discrepancy noted in assertion date of drug updated to (B)(6) 2013 foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: 1. Endometrium endometrial curettings endometrium, curettage: fragments of benign endometrial polyp(s) with focal infarction and breakdown. 2. Fallopian tube bilateral fallopian tubes with essure coils bilateral fallopian tubes with essure coil, bilateral salpingectomy: two fallopian tubes, each containing a luminal essure coil. Cross-sections of both lumens noted microscopically. 1. Endometrium endometrial curettings fragments of shedding endometrial tissue are present. A few of the larger fragments are pelypoid and shew numerous clusters of thick-walled vessels. Some of the polypoid fragments are infarcted. The background endometrial glands are inactive. No atypia or malignancy is identified. 2. Fallopian tube bilateral fallopian tubes with essure coils each block contains sections from a fimbriated fallopian tube. A few complete cross-sections of the lumen are noted. There are a few cystic walthard rests in the paratubal soft tissue in one of the tubes. The other tube shows a larger cyst lined by ciliated, tubal-type epithelium. Of note, two essure coils are identified gross description 1. Endometrium endometrial curettings received in formalin labeled "endometrial curettings" is a 3.2 x 3.0 x 0.2 om aggregate of pink-tan rubbery to slightly irregular tissue fragments admixed with minimal blood. The specimen is filtered and submitted entirely in cassettes 1a and 1b. 2. Fallopian tube bilateral fallopian tubes with essure coils received in formalin labeled "bilateral fallopian tubes with essure coils" is an intact fimbriated fallopian tube and a disrupted fimbriated fallopian tube. The intact tube is 11.0 om in length by 0.5 cm in diameter with a pink-purple, slightly firm serosa. At the proximal-most aspect is a 1.5 x 1.0 x 0.5 cm portion of cauterized myometrium. Embedded within this area in the proximal tube is a coiled metallic wire, consistent with an essure coil. A perforation is not identified. Distally the fallopian tube has a white-tan cut surface with a patent lumen. There is also a 0.2 om in diameter clear fluid-filled cyst adjacent to the fimbria. Reconstructed, the disrupted fallopian tube is 8.5 cm in length by 0.5 om in average diameter. Distally, adjacent to the disrupted serosa is a unilocular cyst, 0.8 cm filled with clear watery fluid. The cyst lining is thin and translucent. The cut surface is white-tan with a patent lumen. At the proximal aspect is an adherent portion of cauterized myometrium, 1.3 x 0.5 cm. Within this area is a coiled metallic device, consistent with an essure. A perforation is not identified. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (B)(6). The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & pathology test added .reporter information added .lot number & indication added .non drug treatment updated. Event device embedded added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. A66675) for female sterilisation. The patient had a medical history of pelvic pain female, menometrorrhagia, migraine, pre-menstrual tension syndrome, hemorrhoids, dysmenorrhea and depression. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2626 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, partialcornuectomy, da vinci platform). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020. Discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2013 foreign body of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: endometrium: endometrial curettings. Endometrium, curettage: fragments of benign endometrial polyp(s) with focal infarction and breakdown. Fallopian tube: bilateral fallopian tubes with essure coils. Bilateral fallopian tubes with essure coil, bilateral salpingectomy: two fallopian tubes, each containing a luminal essure coil. Cross-sections of both lumens noted microscopically. Endometrium: endometrial curettings: fragments of shedding endometrial tissue are present. A few of the larger fragments are pelypoid and shew numerous clusters of thick-walled vessels. Some of the polypoid fragments are infarcted. The background endometrial glands are inactive. No atypia or malignancy is identified. Fallopian tube: bilateral fallopian tubes with essure coils. Each block contains sections from a fimbriated fallopian tube. A few complete cross-sections of the lumen are noted. There are a few cystic walthard rests in the paratubal soft tissue in one of the tubes. The other tube shows a larger cyst lined by ciliated, tubal-type epithelium. Of note, two essure coils are identified. Gross description: endometrium: endometrial curettings: received in formalin labeled "endometrial curettings" is a 3.2 x 3.0 x 0.2 om aggregate of pink-tan rubbery to slightly irregular tissue fragments admixed with minimal blood. The specimen is filtered and submitted entirely in cassettes 1a and 1b. Fallopian tube: bilateral fallopian tubes with essure coils received in formalin labeled "bilateral fallopian tubes with essure coils" is an intact fimbriated fallopian tube and a disrupted fimbriated fallopian tube. The intact tube is 11.0 om in length by 0.5 cm in diameter with a pink-purple, slightly firm serosa. At the proximal-most aspect is a 1.5 x 1.0 x 0.5 cm portion of cauterized myometrium. Embedded within this area in the proximal tube is a coiled metallic wire, consistent with an essure coil. A perforation is not identified. Distally the fallopian tube has a white-tan cut surface with a patent lumen. There is also a 0.2 om in diameter clear fluid-filled cyst adjacent to the fimbria. Reconstructed, the disrupted fallopian tube is 8.5 cm in length by 0.5 om in average diameter. Distally, adjacent to the disrupted serosa is a unilocular cyst, 0.8 cm filled with clear watery fluid. The cyst lining is thin and translucent. The cut surface is white-tan with a patent lumen. At the proximal aspect is an adherent portion of cauterized myometrium, 1.3 x 0.5 cm. Within this area is a coiled metallic device, consistent with an essure. A perforation is not identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.